Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). The customer used two lot numbers of test strips. It was not known which test used each lot number. At 9:53 am, the result from the meter was >8.0 inr. At 9:56, the result from the meter was >8.0 inr at 9:58 am, the result from the meter was >8.0 inr. At 11:00 am, the result from a laboratory using an unknown reagent was 5.98 inr. The therapeutic range was 2-3 inr. The testing frequency is once a week or every two weeks depending on if the result is within therapeutic ranges. Strip lot 63311222 has an expiration date of 31-jan-2024 and strip lot 58944022 has an expiration date of 31-aug-2023.